Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the part and lot numbers were not reported. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that multiple balance middleweight (bmw) universal guide wires were used in the case. When removing this bmw u wire the tip separated from the wire. The wire was inside the catheter so it was easily removed. All of the wire, including the tip was removed, from the patient successfully to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.